Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer reported a difference in concentration values between performing manual vs. Automated dilutions. In addition, differences were observed in values, when a sample from a non-pregnant female was tested neat vs. Diluted.